Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results per aseptico: this equipment is obsolete and we can no longer support it. We do not have parts to do repairs. Failure mode - speed incorrect/too fast/too slow root cause - not determined. Conclusion code - service life or shell life exceeded.

Event description:
In this event it is reported that a aseptico dtc motor: aeu_17b aseptico was running inconsistently, too slow or too fast. No injury occurred.